Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported in a post implant follow up in clinic that the atrial lead exhibited failure to sense p waves and failure to capture. A lead revision procedure was performed on (B)(6) 2021, where it was confirmed via fluoroscopy imaging that the atrial lead was dislodged. The lead was explanted and replaced. The patient was in stable condition.